Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were acquired. There was no patient impact. The following information was provided by the initial reporter: "customer is reporting 12 fps on the fx instrument. What confirmatory testing was performed that determined the false positive result? The 12 samples in question were gram stained and the false positive testing result/s were confirmed.  Were any erroneous results reported to the doctors? N.  If yes, were any patients treated based on erroneous results? N.  If yes, did the erroneous treatment have any adverse impact to the patient(s)? N."

Manufacturer narrative:
H.6 investigation summary; customer reported false positives on a bd bactec fx top instrument (p/n 441385, s/n (B)(6). Field service engineer (fse) was dispatched and replaced blower coupling in drawer a and b. This is a confirmed failure of the bd product. The root cause was worn blower couplings. Review of device history record for this instrument not required for this complaint. The complaint was evaluated via other elements of the investigation. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples received consisted of log files. After reviewing the log files, investigation revealed that the false positives were caused due to incubation system failure. CAPA (corrective and preventive action) was recently implemented for false positives. Complaint history for ¿results¿ was reviewed for the month of march 2022. The upper control limit was not breached, and trends were not identified associated with this defect. Per baltrmbactecinstraph revision 15, the error related to this complaint is considered user inconvenience, which is an s1; reference row ID 1.2c. No new risks or hazards were identified. H3 other text : see h.10.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were acquired. There was no patient impact. The following information was provided by the initial reporter: "customer is reporting 12 fps on the fx instrument. What confirmatory testing was performed that determined the false positive result? The 12 samples in question were gram stained and the false positive testing result/s were confirmed.  Were any erroneous results reported to the doctors?.  If yes, were any patients treated based on erroneous results? If yes, did the erroneous treatment have any adverse impact to the patient(s)?."